Event description:
It was reported that the patient experienced a shocking or jolting sensation. In addition, the patient experienced pain as a symptom. The patient's status was described as no injury and no adverse event. The device was reprogrammed due to the event. It was stated that the lead with electrodes 0-7 stopped being used due to the shocking. The lead with electrodes 8-15 was used to continue therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37752, serial# (B)(4)m product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).